Event description:
In 2007, a thinwalled fep ringed gore-tex vascular graft with removable rings (lined) was implanted in a 87 year old male patient in the axillobifemoral position. On twenty eight days later, the patient required a revision (unknown reason) because the graft disrupted under the axillary anastomosis. A new anatomosis was performed. As of approx two months later, the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation begun, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.